Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the patient was later discharged.

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion in the diagonal branch. The device was removed from packaging per IFU and inspected with no issues noted. The culprit lesion exhibited 80-90% stenosis. It is reported that during deployment of the stent, the device balloon burst. 6 atm of pressure was applied to the balloon prior to the burst. The balloon was noted to lose pressure. The device, balloon and stent, was removed from the patient. After removal, the patient experienced severe chest pain, with significant increase of st segments noted. Angiography revealed slow flow diffusely throughout the left coronary, including the lad and cx. The patient was resuscitated in the cath lab. Patient was bradycardiac with diffuse st elevation. CPR was initiated. The patient was administered epinephrine, CPR was continued, and the patient was intubated. Additional medication was administered during intubation. The patient's condition initially improved following intubation, but subsequently deteriorated so the patient was treated with an intra-aortic balloon pump. Improvement in flow was observed in the lca, however the diagonal branch was occluded. A sprinter balloon was then used to pre-dilate the occluded lesion, at 6 atm. Subsequently, an integrity bare metal stent was implanted at 14 atm. Follow up angiography revealed a possible thrombus within the deployed stent. Two nc balloons were then used to post dilate the stent, at 20 atm and 16 atm respectively. Resolution of the thrombus was then observed. The patient was finally treated with nitroglycerin and transferred to the ICU in a stable but critical condition. Follow up angiography revealed overall diffuse slow flow, with occlusion noted in the lad, just beyond the diagonal branch. A 3 x 12 mm balloon was used to dilate the lesion at 6atm, with favorable results. No further clinical sequelae were reported.